Event description:
A nurse reported that the trocar valves were leaking during a vitreoretinal procedures. There was no patient harm. A product sample has been requested for this report.

Manufacturer narrative:
Nine opened trocar hub and cannula assemblies were received for evaluation. The returned samples were visually inspected using 15x - 20x magnification and 6 of 9 samples were found to be conforming. The other 3 samples were found to have a damaged septum. A device history record review for each of the lot was conducted. The device history record review shows that the product at the time of the release met the manufacturer's acceptance criteria. The root cause for the reported leaking trocar is unknown. It is unknown how or when the three samples became damaged. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).